Manufacturer narrative:
A comprehensive investigation was immediately conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. A sister graft from the same lot was tested and met all specifications. There was no report of device failure at the time of surgery.

Event description:
On (B)(6) 2014 a (B)(6) female patient with extensive prior history of pelvic floor repairs had cystocele and perineocele repair with acell matristem pelvic floor matrix used as reinforcement. The patient was diagnosed with a recurrent cystocele on (B)(6) 2015, and managed conservatively with physical therapy and observation.